Event description:
Delivery of a 7 french guide catheter extension into the proximal right coronary artery segment. Subsequent attempts to deliver a stent were unsuccessful. In retrieving the on deployed stent, it became apparent that the stent stripped off of the balloon likely due to an interaction between the proximal stent edge and the guide extension tip. Attempts to advance balloons through the uninflated stent, which was trapped along the ostium of the right coronary artery, were unsuccessful. They were thereafter able to get femoral artery access and snare the stent but attempts to remove the snared dislodged stent were unsuccessful, and it became apparent that the coronary angioplasty wire was pinned in the right coronary artery. Surgeon attempted to fragment the wire with a cutting balloon, but this proved unsuccessful. Surgeon lastly attempted to cut the wire with a bioptome device but was unable to make contact with the wire floating in the aorta. Fortunately, the patient remained remarkably stable. The right coronary artery remained widely patent, including the distal angioplasty site. At this point, given the inability to free the pinned wire through percutaneous means, cardiothoracic surgery was consulted and kindly brought the patient to the operating room.

Event description:
Delivery of a 7 french guide catheter extension into the proximal right coronary artery segment. Subsequent attempts to deliver a stent were unsuccessful. In retrieving the on deployed stent, it became apparent that the stent stripped off of the balloon likely due to an interaction between the proximal stent edge and the guide extension tip. Attempts to advance balloons through the uninflated stent, which was trapped along the ostium of the right coronary artery, were unsuccessful. They were thereafter able to get femoral artery access and snare the stent but attempts to remove the snared dislodged stent were unsuccessful, and it became apparent that the coronary angioplasty wire was pinned in the right coronary artery. Surgeon attempted to fragment the wire with a cutting balloon, but this proved unsuccessful. Surgeon lastly attempted to cut the wire with a bioptome device but was unable to make contact with the wire floating in the aorta. Fortunately, the patient remained remarkably stable. The right coronary artery remained widely patent, including the distal angioplasty site. At this point, given the inability to free the pinned wire through percutaneous means, cardiothoracic surgery was consulted and kindly brought the patient to the operating room.